Manufacturer narrative:
The onyx was not returned for analysis as it was consumed in the procedure; therefore the complaint could not be confirmed, and the event cause could not be determined. The lot history record review was not possible since the lot number was not reported. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Please reference MDR 2029214-2016-00807 for the marathon microcatheter referenced in this event. As per the onyx IFU: should catheter removal become difficult, the following will assist in catheter retrieval: ¿ carefully pull the catheter to assess any resistance to removal. ¿ if resistance is felt, remove any ¿slack¿ in the catheter. ¿ gently apply traction to the catheter (approximately 3-4 cm of stretch to the catheter). ¿ hold this traction for a few seconds and release. Assess traction on vasculature to minimize risk of hemorrhage. ¿ this process can be repeated intermittently until catheter is retrieved.

Event description:
Medtronic received information that after the onyx was injected there was difficulty removing the marathon microcatheter through the delivery catheter (non covidien/medtronic device). Eventually the delivery catheter and marathon microcatheter were removed together. At this time it was observed that the tip of the microcatheter was stretched and broken off. The distal tip of the microcatheter was left in the patient and was later resected. During the attempted retrieval of the marathon microcatheter, a piece of onyx broke off. The piece of the dislodged onyx did not come out with the microcatheter. The procedure was to treat an avm in the left m1. The onyx was injected successfully at this spot. There were no issued with the initial embolization. The physician used a slow injection rate. When the physician was done injecting, he attempted to remove the marathon but it would not come back into the delivery catheter. After several minutes of stretching the marathon and tightening the touhy for a minute, then stretching again, it would still not move. At this time a piece of the onyx dislodged while struggling to remove the marathon microcatheter. Eventually the physician pulled out the delivery catheter and the marathon together. Dyna CT was done to confirm no bleed. The physician then used a mini clot retrieval device to try and retrieve the onyx that had detached from the marathon, but it was not successful and the onyx slid through the mini clot retrieval device. The physician then used a solitaire, which was able to move the onyx to a location where after it moved, all the vessels were filling. Post procedure patient went for CT scan and again, no bleed was recognized. The patient was kept intubated overnight due to surgery the next day. The patient was scheduled for resection of the avm the next day and per the physician it was successful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.